Event description:
Event description guidant received information that during the implant procedure, the physician experience difficulty, and used force, while trying to advance the 4087 (200955) implantable lead through the introducer. The lead was explanted and returned for analysis. After pocket closure, the patient's heart stopped beating. An electrocardiogram (EKG) confirmed pacing spikes, however atrial and ventricular implantable lead capture was not demonstrated in aat, vvi or vdd modes at maximum outputs. The patient with this pacing system expired during the implant procedure.